Event description:
It was reported that the patient experienced inappropriate therapy due to the cardiac resynchronization therapy defibrillator (crt-d) detecting atrial fibrillation (af) that was classified as ventricular tachycardia (vt). Reprogramming was done, and the device remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.